Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin breakout underneath the therapy electrodes. Skin is itchy, irritated, red, and has bumps. No reports of open or broken skin. Patient has a nickel allergy. During a follow-up, it was reported that the patient's irritation did not improve and got worse. The skin was blistering, oozing and bleeding. The patient was given a prescription of triamcinolone acetonide cream from their physician. The patient decided to end use and the doctor was made aware of this decision. During a follow-up, it was reported that the patient's irritation after the patient stopped wearing the device.